Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2025. On 09/21/2025, it was reported that the patient¿s sensor failed. The patient was wearing a tandem insulin pump. At an unspecified time later, the patient lost consciousness while lying next to her partner in bed. The patient¿s partner tested the patient¿s bg meter reading which was 30 mg/dl. The patient¿s partner was able to wake the patient up but she felt ¿groggy¿. The patient¿s partner gave her sugar balls, peanut butter, and juice as treatment. After an hour, the patient felt fine. The patient did not seek assistance from a higher level of care. The patient was feeling ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.